Event description:
It was reported that a tracheobronchial stent graft was being used in the distal sfa using an up and over, right to left approach when the outer catheter separated from the inner catheter. The physician was able to grab the outer catheter and completed the procedure successfully. An 8f sheath and .035 guidewire were used. No pt injury.

Manufacturer narrative:
The lot history records were reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The sample was returned and visually inspected. The safety clip was missing. The tuohy borst adapter was open, the 2-way stop cock was closed. The stent graft had been released and was missing. The inner catheter and filling material protruded 140 mm from the outer sheath. The outer sheath was torn off at the catheter reinforcement and elongated in that area. The guiding tube was kinked near the pin vise handle. The complaint was confirmed. The condition of sample leads to the conclusion that the system was exposed to high friction forces during advancement in the vessel, finally resulting in the described fracture of the outer sheath. Based on the eval of the sample and the info provided, the exact root cause for the damage to the product could not be determined. The application represents off-label use. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures.